Event description:
Philips received a complaint on the v60 ventilator indicating that upon turning unit on circuit board smoked and burned out. The system was not in clinical use; there was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed verified that power management board was tarnished and identified it as a cause of the failure. Customer stated that the power management board was replaced and weeks later, the customer rented the unit to a hospital, and upon powering up, they observed a burning smell. Unit was crosshatched with a different power management board and different battery, and the unit operated fine. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. Asp confirms that unit would not power on and an electrical burning smell from inside the ventilator. During troubleshoot asp identifies that pm pcba had burn spot neat the top power connector. System was checked for bent pins and other damages and asp was unable to locate any damaged components. To resolve the issue, the asp replaced the pm pcba. The device passed required performance verification tests per philips standards and was returned to service.